Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged sore throat, headache, kidney problems. No further clinical details or medical intervention were reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged sore throat, headache, kidney problems. No further clinical details or medical intervention were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.box h: evaluation method code, evaluation results code and conclusion code grid has been updated.